Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer reported that the part where the reservoir goes in is coming loose. The customer did not have pump in hand to verify serial number. Customer will have to call back at a later time.